Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved. The device was explanted (date not reported).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, and the patient was re-implanted with a new device during the same surgery. This report is filed november 17th, 2015.